Event description:
The facility representative reported a infusor pump with a condition of "device did not alarm (beep) when it was empty". This condition occurred during patient therapy. The area where this event occurred is the surgical suite. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition of device did not alarm (beep) when it was empty was confirmed and duplicated. The reported condition is due to a missing plunger adjust screw from the pusher block. There were no repairs made to the device due to estimate refusal by the customer. (B)(4).